Manufacturer narrative:
Device received with blank display due to severely moisture damage at battery tube. Device received with moisture on electronics assembly, motor and vibrator motor. Device received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing, white, blank display screen. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. Customer received low battery alarm, during troubleshooting display did not come back on after attempted several batteries. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.